Manufacturer narrative:
Add'l info will be provided once the investigation is completed. A similar product from lot number 1003ce556 was also implicated in this event.

Event description:
It was reported that there was trouble with the unit maintaining the correct pressure for the stomach during a case. It was further reported that all connections were tight and no leaks were noted. A total of 3-5 tanks were used and too much gas was being consumed.